Event description:
It was reported that the patients right atrial (ra) lead dislodged. A lead revision was completed and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).